Event description:
It was reported to philips that the operational check failed. There was no patient involvement.

Event description:
It was reported to philips that the operational check failed. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was not able to be duplicated after the fse asked the customer to rerun operational check and it passed. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.